Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left hepatic artery using ruby coil lps and a non-penumbra microcatheter. It was noted that the treatment site was very tortuous. While advancing a ruby coil lp mid-way through the microcatheter, resistance was encountered. Upon pushing through the resistance, the ruby coil lp unintentionally detached within the microcatheter. Therefore, the physician removed the microcatheter containing the detached embolization coil from the patient. The physician was unable to re-gain access to target location. The procedure was completed with gel foam. There was no report of an adverse effect to the patient.